Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. A customer reported receiving a low scan result on the ADC device compared to unspecified readings obtained from a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dL per minute). There were no symptoms reported for the reported issue, and the customer was unable to self-treat. The customer was administered insulin (dose/type unspecified) "every hour" by a non-healthcare professional (Non-HCP). The customer self-presented to a medical facility, but no emergent treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.